Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing on the atrial channel. The involved right atrial (ra) lead is a non boston scientific product. Boston scientific technical services (ts) was consulted and upon review, lead measurements were found to be within range. No adverse patient effects were reported. At this time, this device system remains in service.